Event description:
It was reported by the customer that they had been hospitalized for low blood glucose levels on (B)(6) of 2014. Customer's blood glucose level was 20 mg/dl at time of hospitalization. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).